Event description:
It was reported that in catheter insertion 3 months, cuff was found loosened induce the pt internal hemorrhage and thrombosis. The pt had gone because of digestive hemorrhage after using urokinase.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed four other similar product complaint file(s) from this lot. (271531, 271532, 271537, 271541).